Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 305 mg/dl. Customer went to bolus and the esc button would not respond. Customer rewound the pump and started priming. The esc button was still not working. Two hours ago, customer had a blood glucose level of 605 mg/dl. Customer stated that the pump fell off her pants earlier, but she was able to deliver a bolus. Customer is in a wheelchair. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.